Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The pump passed the dat test at 0.08750 inches. The pump also had a cracked battery tube threads and stained address/serial number label.

Event description:
The customer reported via phone call that they were in emergency room due to hyperglycemia on (B)(6) 2018 10:30am with blood glucose was over 600 mg/dl, 587 mg/dl. The current blood glucose is 198mg/dl. The customer treated their high blood glucose with insulin pens. The customer's blood glucose was 240 mg/dl and customer took corrective bolus and customer woke up with blood glucose 568 mg/dl after breakfast it went over 600 mg/dl. The customer reported that they received motor error on (B)(6) 2018 at 10:30am which lead to hospitalization. The customer was wearing insulin pump during hospitalization. The customer reported that the drive support cap was normal. The customer reported that the insulin pump was under delivering insulin. The insulin pump will not be returned for analysis.